Manufacturer narrative:
(B)(4). (B)(6). Device evaluation: the reported condition of "did not work" was confirmed during device evaluation as a battery issue. The assignable cause was identified as a defective main battery. The main battery was replaced to correct the reported condition. Should relevant additional information become available, a follow-up MDR will be submitted.

Event description:
The facility representative reported a flogard infusion pump that did not work. Upon further investigation, the quality engineer confirmed the reported condition as a battery issue. It is unknown when this condition occurred. There was no patient involvement, injury, or medical intervention related to the device. No additional information is available.